Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).

Manufacturer narrative:
The hill-rom technician found the patient head right brake caster was not holding. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2013-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the patient head right brake caster to resolve the issue. Based on this information, no further action is required.